Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17643; related manufacturer report number: 3006705815-2022-17644. It was reported that the patient was not receiving effective therapy from their leads and was unable to set the system into MRI mode due to high impedances. It was confirmed via x-ray that the leads had fractured. Additionally, the ipg had flipped and was moving in the pocket. In turn, surgical intervention took place wherein the leads were explanted and replaced with new leads. The ipg was repositioned a little higher in the same pocket addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.